Event description:
"Surgeon place the head onto the stem and banged it in place. When he checked to see if it was secure, the stem came out. Surgeon took x-rays to confirm femur was not fractured. Implants were sequestered and removed from the room. A different size implant was used to complete the surgery. The remainder of the procedure resumed without incident. Items given to supply chain management (scm). Per the rep, she does not feel there was any issue with the implant but the issue was with the size of the brooch used to create cavity for stem implantation. Because the stem came out, another size brooch was used, and the implantation of the stem was successful. This item did not need to sequestered, because it wasn't defective. No follow up needed." Manufacturer response for femoral stem and head implants, depuy synthes (per site reporter).